Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. E1: initial reporter establishment name - (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the airway mobilescope exhibited inadequate fluid delivery to the forceps channel during reprocessing when used with a modified connecting tube, resulting in liquid not being supplied to the forceps channel. There was no patient involvement.